Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, cause of event is unknown.

Event description:
It was reported that a patient underwent plif surgery at l4/5 level for lcs. Post op, crp was raised and it was observed that pus was filled on the anterior of the cage. Cage were removed and cement was filled. Reportedly, the nurse who prepared bone for the cage was not familiar with the technique and it probably caused contamination of the bone. The implant was removed due to infection. Bone union is not achieved.